Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during endoscopic stapling of pharyngeal pouch (zenker¿s diverticulum), while stapling and cutting the cricopharyngeal bar, the cut line was uneven and incomplete, which led to slight lacerated edge and slight bleeding not exceeding 500 cc. It was also reported that the surgical time was extended 30 minutes or more and a second reload was opened and fired to complete the case. No patient injury.